Event description:
Boston scientific received information that this device was explanted. The patient complained of warmth at pocket site. During explant it was confirmed there was no burning evidence. There was concern the battery depleted early than expected. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case did not reveal any anomalies. It was confirmed that the device had no telemetry and a memory download could not be performed. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order to assess the internal components. Initial electrical testing revealed that the transformer had failed, resulting in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected.